Event description:
10/08/2000, 6:15 am res found down in room by bed, bed alarm not ringing, resident yelling. Had hit bedside stand on way down. Causing abrasion to nose. 2 black and blue eyes. Dr notified, no new orders.